Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer's allegation could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Device was manufactured over 18 years ago. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source has a brightness issue with every scope. The image is very bright; like you're looking at the sun. The brightness was set at "0" and auto, then changed to manual with the setting adjusted up and down but that did not help. The customer did a white balance and still had the same issue. The bulb is at 500 hours of use. There were no reports of patient harm.